Event description:
Resolution 360 clip fired to bleeding site, clip failed to adhere to affected area, clip suctioned through egd scope, second clip placed through egd channel, original clip pushed out w/ second clip, second placed in affected area, physician present for procedure.